Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation post operatively. The left ventricular (lv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The outer insulation of the lead was observed to have blood ingression. The analyst noted there is blood in the distal end in the outer insulation and in the tip seal, which is considered normal for this model of lead. If information is provided in the future, a supplemental report will be issued.